Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. A visual inspection, and force test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed bent shaft and the helix bent. A microscopic examination was performed, and it was observed a separation between pebax and electrode, no foreign material was observed inside the pebax. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. However, during the test, no impedance nor temperature were detected. Failure analysis revealed two open circuits at the tip area related to the impedance and temperature failures detected, a manufacturing record evaluation (mre) was performed for the finished device lot number 31528906l, and no internal action was found during the review. The force issue reported by the customer was confirmed, as the separation of the pebax was detected during analysis and may be linked to the customer's experience. The root cause of this pebax separation is attributed to the device's manufacturing process. However, the potential causes of the open circuits and bent helix remain undetermined and are not related to the reported event. Additionally, while the bent shaft could be associated with shipping or handling after the procedure, this connection cannot be conclusively established, and the bent issue is deemed unrelated to the reported event. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and electrode. Initially, it was reported that during the operation, the force value could not be zeroed. There was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 29-may-2025, a separation between pebax and electrode, with no foreign material was observed inside the pebax. This was assessed as MDR reportable with an awareness date of 29-may-2025.